Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The result from the meter was 4.9 inr and the result from a laboratory using dade innovin reagent was 3.7 inr. The laboratory result was used to change the patient's medication. There was no allegation of an adverse event. The therapeutic range was 2.5 inr-3.5 inr. The patient had no known hematocrit issues, no known antiphospholipid antibodies, or no known lupus. It was not known if the patient was on heparin therapy or direct thrombin inhibitors. The patient had no diet changes, no bleeding or bruising, and no known new illnesses or medications. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 266837) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer's meter was received for investigation. The returned meter was tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.6 inr. Donor 2 inr: 2.3 inr. Donor 1 hct: 40%. Donor 2 hct: 44%. Testing results: donor 1: retention meter with master lot strips: 2.6 inr. Customer meter with master lot strips: 2.6 inr. Donor 2: retention meter with master lot strips: 2.3 inr. Customer meter with master lot strips: 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications.